Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse reported a blood leak from the critline cartridge of the fresenius combiset bloodline during the patient¿s hemodialysis treatment. There were no issues during priming reported. The combiset was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine used during treatment was a fresenius 2008t machine and the dialyzer used during treatment was a baxter (non-fresenius) dialyzer. The patient's estimated blood loss (ebl) was approximately 5 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The lot number of the combiset was unknown. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility registered nurse reported a blood leak from the critline cartridge of the fresenius combiset bloodline during the patient¿s hemodialysis treatment. There were no issues during priming reported. The combiset was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine used during treatment was a fresenius 2008t machine and the dialyzer used during treatment was a baxter (non-fresenius) dialyzer. The patient's estimated blood loss (ebl) was approximately 5 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The lot number of the combiset was unknown. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.